Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported metallic particles in the eye during surgery in the eye during surgery. The particles reflect light according to the orientation of the eye and have not been removed. An alternate knife was used. Additional information is not expected. The sample was discarded. This one of eight reports from this facility.

Manufacturer narrative:
Additional information has been provided in g.1., g.2., h.6. And h.10. A sample was not received at the manufacturing site for evaluation for the report of metal particles retained in the eye; therefore, the condition of the product could not be verified. Photo was reviewed by the manufacturing site. Photo shows foreign material in the eye but what that foreign material is can not be confirmed. No lot number was identified with this complaint; therefore, lot record reviews could not be conducted. A sample was not received at the manufacturing site and no lot number was identified with this complaint, therefore; the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).